Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation, there was liquid contamination on the battery pca and cells. The cause for the failure was isolated to the contaminated battery pca and cells. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery charger/modem was unable to power on a monitor.